Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon deployment the valve dislodged. The valve was recaptured, advanced and redeployed to a successful depth of 3 to 5 millimeter (mm). The valve hemodynamics were found to be excellent. Transesophageal echocardiogram (tee) identified a new pericardial effusion that progressed. The patient became hypotensive and a pericardial window was performed. Medication rebound caused the patient to become hypertensive. Echocardiogram revealed an anterior aortic dissection reportedly due to the valve dislodgement. Surgical repair of the dissection was performed. No additional adverse patient effects were reported.